Event description:
It was reported that the tip broke off of the handpiece during the course of a surgical procedure. The tip broke cleanly from the attachment. No additional pieces were created because of the break. The tip did not enter into the surgical site. There were no adverse consequences, no medical intervention and no surgical delay related to the event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.